Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with use of preveleak when used to achieve adjunctive hemostasis by mechanically sealing areas of leakage in cardiac reconstruction procedures was rated moderate for risk of hemorrhage. The physician reported "used preveleak to secure aortotomy anastomosis after aortic valve replacement. Had bleeding despite preveleak application. Same at atriotomy sites for mitral or tricuspid valve interventions". At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.